Manufacturer narrative:
Correction: there was a reported delay to the tumor resection procedure was 10 minutes due to this issue. A replacement polaris spectra system control unit (scu) camera was shipped to the site for replacement. The part was replaced. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for evaluation. The event log found that the scu had an intermittent history of an internal strober error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
This device is not released for distribution in the united states. Testing was not performed as the issue was resolved at the time of the event. Troubleshooting resolved the issue. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure the camera of the navigation system had a recognition failure. Rebooting the system resolved the issue but the issue happened again. Logging off the application and logging in resolved the issue. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.